Manufacturer narrative:
An event regarding thread damage involving a trident acetabular window trial 58mm was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirms the reported thread damage. Significant damage was noted on the body of the device, consistent with extraction damage confirmed by discussion with a material analyis engineer. -medical records received and evaluation: not performed as no medical records were returned. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: there have been no other events for this lot. Conclusions: the reported thread damage was confirmed. The exact root cause could not be determined as the severe damage to the threads meant no evidence of the original thread condition could be observed. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Window trials (acetabular), anterior hips, anterior broach. When leveling the trial, the thread pulled out the the window trial and the handle came off the window trial. The doctor was using a tremendous amount of force. Product was able to be retrieved and there was no issue with the patient. There was no delay in time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Window trials (acetabular), anterior hips, anterior broach. When leveling the trial, the thread pulled out the window trial and the handle came off the window trial. The doctor was using a tremendous amount of force. Product was able to be retrieved and there was no issue with the patient. There was no delay in time.